Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The tubing was found to have been cut as multiple cut marks were identified toward the distal tip. Functional testing was performed by separating the carrier tube and sheath attempting to manually deploy the suture component. The component was able to be fully deployed, and no issue with device function was identified. The complaint was able to be confirmed for a suture breakage. The exact root cause was unable to be determined. The likely cause was determined to have been excessive tensile force during deployment resulting in suture breakage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effect analysis (fmea).

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that the suture broke/snapped off the anchor during deployment. The procedure was a left heart catheterization (lhc). The patient had peripheral artery disease (pad) and significant calcification. The angio-seal arteriotomy was located accurately and the device was advanced into the artery. The "set" hub of the device was activated as the physician retracted the suture attached to the anchor broke and the collagen sponge was not engaged. No ultrasound was used to confirm the position of the anchor within the patient so the location of the anchor cannot be determined. The staff cut the device sheath to see if the anchor was in the shaft. A perclose vascular closure device (vcd) was used first which also failed, then the angio-seal vascular closure device (vcd) was used, then manual pressure was used for hemostasis. Manual pressure was applied for 30 minutes, and a hematoma 4 inches diameter developed. Excess blood loss could not be isolated to the angio-seal device. There were no reported adverse effects to the patient.